Event description:
It was reported that the patient was experiencing shocking and uncomfortable stimulation at the lead site with stimulation on. Programming was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.